Event description:
Caller reported a tandem mobi cartridge alarm, which was confirmed as cartridge alarm 34. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump. Customer will continue to use current pump for insulin delivery.